Manufacturer narrative:
The t:slim x2 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred on multiple occasions. The user resumed insulin delivery and there was no impact to the user's blood glucose level. Tandem technical support educated the user on the auto-off safety feature.